Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with diabetes ketoacidosis and high blood glucose of 966mg/dl. The customer experienced vomiting and nausea. The nurse mentioned that the bolus wizard was not functioning. The caller stated that the customer was wearing the insulin pump at time the paramedics were called. No further information was provided.